Manufacturer narrative:
Biocompatibility testing has been performed in accordance with iso 10993 and materials were found to be non-sensitizers. DHR review not possible because lot number not known. Sample review not possible because no sample available. Trend data reviewed and no adverse trend observed. The root cause of the painful rash cannot be determined but previously known allergy to tapes and adhesives cannot be ruled out.

Event description:
It was reported that an end user, with a known allergy to tapes and adhesives, broke out into a painful rash under the tape portion of the ostomy appliance. A dermatologist prescribed fluocinonide gel for the area.